Event description:
Home patient (hp) reported she contracted peritonitis while in treatment using homechoice device. Hp was treated as outpatient with 125 mg/l, ip ancef and 16 mg/l, ip tobramycin. Rn does not attribute the cause of the infection to be due to the device.